Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports having a uti a few months ago. He said he began to have his usual uti symptoms which is he does not feel good overall. He mentioned he has a history of utis as well. He had to obtain urine testing from his md and then when that confirmed a uti he obtained an oral prescription for antibiotics (name cno) from his doctor for treatment of that uti to feel better. No photo available. This emdr covers uti with unknown lot.